Manufacturer narrative:
D3: address corrected. H3: one device was received for evaluation. No service history was found in last 12 months. The event history log review identified a "check clutch alarm." The reported issue was verified and duplication by motor drive test. The root cause of the issue was a damaged plunger tube and broken carriage. To fix the issue, the plunge tube, worn out leadscrew and carriage was replaced. The device was calibrated and then passed all testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's motor was not running, and the clutch assembly housing is broken. There was unknown patient involvement. No patient harm/adverse event was reported.